Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot); MFR report: - unknown distal fibula screw (unknown) - unknown posterior plate screw (unknown) g2: foreign - event occurred in united kingdom. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A retrospective clinical study reported that following an initial orif procedure on the ankle for a trimalleolar fracture, a patient experienced ankle pain, arthritis, and screw prominence. The patient presented at clinical follow-up with increasing pain and reduced range of motion. Revision surgery for removal of the plate and all screws was performed approximately six and a half (6.5) months postoperatively. Pre-operative imaging confirmed migration of the distal fibula screw with protrusion into the syndesmosis and gouging of the lateral talar articular surface. Posterior plate screw noted to be causing soft tissue irritation at the posterior ankle. The fracture was consolidated at the time of revision, with ongoing swelling around the ankle and no infection identified. The patient continues to report unresolved mild ankle pain. Due diligence is in progress for this complaint; to date no additional information or product has been received.